Event description:
It was reported that bleeding requiring additional intervention occurred. A left atrial appendage (laa) closure procedure was performed. Access was gained via the femoral vein and a 24mm watchman flx closure device was implanted. The watchman delivery system and watchman fxd curve access system were removed from the patient's anatomy. Upon removal, bleeding from the femoral vein could not be stopped. The left femoral artery was punctured, and a catheter was inserted near the puncture site. The bleeding was from the deep femoral therefore it was thought that manual pressure would be difficult to apply. A pta balloon catheter was inserted and inflated to stop the bleeding by occluding the artery. Hemostasis was achieved and the procedure was completed.

Event description:
It was reported that bleeding requiring additional intervention occurred. A left atrial appendage (laa) closure procedure was performed. Access was gained via the femoral vein and a 24mm watchman flx closure device was implanted. The watchman delivery system and watchman fxd curve access system were removed from the patient's anatomy. Upon removal, bleeding from the femoral vein could not be stopped. The left femoral artery was punctured, and a catheter was inserted near the puncture site. The bleeding was from the deep femoral therefore it was thought that manual pressure would be difficult to apply. A pta balloon catheter was inserted and inflated to stop the bleeding by occluding the artery. Hemostasis was achieved and the procedure was completed.